Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (prc; onu). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a drug coated angioplasty procedure using the lutonix 018 drug coated dilatation catheter. During the procedure the balloon was allegedly failed to deflate. Reportedly there was difficulty in retracting the device through the introducer sheath. And the balloon and catheter also got attached to the wire, requiring wire to be cut. There was no reported patient injury.

Event description:
A patient underwent a drug coated angioplasty procedure using the lutonix 018 drug coated dilatation catheter. During the procedure the balloon was allegedly failed to deflate. Reportedly there was difficulty in retracting the device through the introducer sheath. And the balloon and catheter also got attached to the wire, requiring wire to be cut. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon catheter returned for evaluation. Upon visual evaluation, it was noted the catheter was received in two segments. The y-body was detached from the main catheter with the strain relief still attached. The second segment was the balloon and catheter loaded over an unknown guidewire. It was noted the balloon was bunched throughout its length, the inner gw lumen was twisted within the balloon and on the proximal end of the balloon. Due to the condition of the returned device such as detachment, functional testing cannot be performed for deflation issue or difficult to remove. Therefore, the investigation is inconclusive for the reported deflation issue as no functional testing was performed due to the condition of the device received. The investigation is confirmed for the reported difficult to remove and identified material deformation as balloon was noted to be bunched, and inner guidewire lumen was twisted within the balloon, which could have caused difficulty in removing the device through the sheath. A definitive root cause for the reported deflation issue, difficult to remove and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.